Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, before use, when the inner packaging of the 6f vista brite tip judkins right 4 (jr4) guiding catheter was removed, it was noticed that the edges of the inner packaging had been cut, split, and untidy. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, before use, when the inner packaging of the 6f vista brite tip judkins right 4 (jr4) guiding catheter was removed, it was noticed that the edges of the inner packaging had been cut, split, and untidy. There was no reported patient injury. A sterile unit of catheter gc 7f 078 jr 4 was received inside of its original pouch and completely sealed. During visual inspection, the edge of the inner packaging (pouch) had been found cut. Additionally, kinked/bent conditions were observed on the body of the catheter 29.0 cm, 57.0 cm and 86.0 cm from the distal tip and match folds found on the pouch. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Microscopic analysis was completed with a vision system by taking amplified images of the kinked/bent sections on the catheter. Amplified images were also taken of the distal tip and it was observed complete. The reported ¿packaging/pouch/box- frayed/split/torn-inner package¿ was confirmed since the edge of the inner packaging was found cut. Additionally, several kinked/bent conditions were observed on the body of the catheter. The cause of these failures could not be conclusively determined during the analysis however, storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.